Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) noted. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No critical pump error noted. The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error alarm. The customer's blood glucose level was 110 mg/dl at the time of the incident. Troubleshooting was performed and the insulin pump will be returned to the analysis.